Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 05/02/2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. Patient's husband reported that the patient was showing signs of low blood glucose (bg) including sweating. Patient's cgm bg value was 92 mg/dl; patient's finger stick bg was 38 mg/dl. Patient's husband treated patient with glucose tablets and a piece of cake. At the time of contact, patient is fine. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.